Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "it just quit working" which meant they had to urinate a whole lot. When they tried to get it turned back on, the ins sent a little signal to their penis instead of getting it back to their "back and places it [is] supposed to go". The patient added and said it "damn near blew my penis right off" and was really "biting me" and was in misery. During the call, the patient confirmed therapy was off. The patient decreased amplitude before turning therapy back on. They then indicated that they would like assistance changing programs as they don't think they should feel stimulation in their penis; they were changed to program 1. As a result of what was reported, it was recommended to monitor therapeutic effect and follow up with the managing healthcare provider (hcp) if the urination issues are unresolved. Patient responded to a letter. When asked what were the circumstances that led to feeling stimulation in the back, the patient said they received a shock when they tried to adjust it. When asked what were the circumstances that led to the stimulation sensation issue on program 3, they responded with "when I called in I was help solve problem". The patient lastly noted that they were really helped. No further patient complications have been reported as a result of this event.